Manufacturer narrative:
According to user feedback, the test results were different when using ihealth labs and other manufaturer of covid-19 antigen rapid test; the user did not undergo pcr testing; manufacturer test to lot: 231co20828 batch of product retention samples, the result is qualified. The manufacturer have contacted the user to obtain the remaining products for their use and confirmed the existence of false positives through testing;

Event description:
Event details:(z327249). I find myself in an interesting situation. For at least ten weeks, I have been testing faintly positive on ihealth covid antigen tests. However, I have never tested positive on any other brand of test, including three other brands of antigen test and two brands of molecular test. We've also seen this happen across multiple batches of ihealth tests, and my partner who lives in the same house has never tested positive on any of them. I'm not sure what's special about me or about ihealth tests specifically that causes them to register a (at this point, presumably false) positive result. But it's curious so I thought I would mention it